Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reported issue occurred due to user error, improper handling and application of excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the objective coverglass at the distal end of the scope is broken/cracked. The inspection also noted the following non-reportable defects: the distal tip of the outer tube has signs of burning/melting, the distal tip light guide fiber bundle is damaged/burned and deteriorated, and the rigid outer tube is bent. The investigation is still in progress; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer trueview ii, autoclavable rigid telescope has a ¿possibility of cracking due to collision¿. The customer reported issue was found at an unspecified event. No death or injury and no impact to patient or other was reported to olympus.